Manufacturer narrative:
Additional info b5: medtronic received additional information that all recirculating ports were used during priming. The customer does not use suction or ventilation in the priming. There was bubble formation in the membrane and bubbles were observed going up the tube of the venous entrance. The customer did not have the bubble sensor activated since they were just starting. The purge line was open and all lines connected to the respective ports. The customer did several tests closing several ports and re-circulating through the arterio-venous pathways and the problem of bubble appearance continued. The customer also made sure that there were no bubbles in the membrane and they closed all the ports. They clamped the arteriovenous line, therefore, they stopped the pump and sat down to observe how small bubbles were appearing in the membrane and it was noticeable that they were going up to the venous entrance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during purging of the fusion oxygenator, the membrane was constantly filled with bubbles. The device was replaced. No patient complications have been reported as a result of this event.